Event description:
Ide patient was implanted with prodisc-l at l5-s1 on (B)(6) 2002. Surgeon noted that pars defect may have been present preoperatively. Index level surgery fusion performed on (B)(6) 2004 to address pars fracture. Revision surgery was performed on (B)(6) 2006 for low back pain requiring anterior discectomy and fusion at l4-l5 with nuvasive peek graft with bmp at l4-l5, posterior fusion at l4-s1 with nuvasive pedicle screws and rods and prodisc-l removal at l5-s1 with posterolateral bone grafting. Preoperative diagnosis: degenerative disc disease at l4-l5 with instability at l5-s1. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without a part number and lot number. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.